Event description:
While positioning (inserting) the fermoral component, the positioning instrument broke at the base of the threaded area, leaving the threads within the prosthesis. Unable to complete insertion of implant due to the instrument breakage. Surgeon reamed the next size up and inserted that femoral component.